Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as vsual examination of the returned product/provided pictures identified the part has been cycled max times. No sutures were returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Will be returned but not yet.

Event description:
It was reported that during the surgery, the guide wire and the anchor of this complaint product did not deploy from the device although the surgeon pressed the black button.